Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of 5.5 diopter was implanted into the patient's right eye (od) on (B)(6)2023. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The cause of the event is unknown and the problem was resolved.